Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported a discrepancy between freestyle libre 3 plus continuous glucose monitoring (cgm) and blood glucose meter readings¿the cgm showed 41 mg/dl, while the meter read 430 mg/dl. The agent advised replacing the cgm sensor and provided abbott¿s contact information. A follow-up confirmed that after replacing the sensor, insulin delivery resumed, and bg returned to 167 mg/dl. The highest blood glucose (bg) recorded was 430 mg/dl. Bg was corrected after the sensor replacement. No symptoms were reported, and no medical intervention was required at the time of call.